Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6 h11. The lot # 3000404026 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) followed all the steps and the hearstring did not come out of the tube. Device was loaded per manufactures instructions, it failed during step 4. Device folded correctly. When they performed step 4 and pulled the seal from the device it remained in the tube. New device was used. No delay. No harm, never reached the patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.